Manufacturer narrative:
The complaint record indicates that the device may available to be returned for evaluation; however, it has not yet been received. Several attempts have been made to the customer to request the device in question. A review of the device history record is pending at this time. Initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114 in. The clave additive port reportedly snapped off during drug injection, and leakage of an unspecified fluid was observed. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
Received 1 used list #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in for complaint investigation. As received, the clave was observed to be separated from the upper lid of the burette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The reported complaint of a clave bend can be confirmed. The probable cause of the broken port is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 09apr2025. Corrected information can be found in b5 and d10.

Event description:
The customer provided additional information on 14-feb-2025. It was stated that the drug used was levophed. There was no drug exposure, and no impact to healthcare provider. The spill cleaned up per facility protocol. The tubing was replaced, and therapy resumed without any further issues.